Event description:
On (B)(6) 2013, a patient contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from this forum, "the truth about silicone hydrogel contacts - the new wave of high oxygen, high discomfort lenses", (B)(6) this record is to respond to the following post: "october 25, 2010 at 11:34 pm. Hi, I've been having major problems since (B)(6). I've been wearing the acuvue oasys with hydroclear plus for over a year. My old batch ran out and the day I started the new batch, my eyes have been bothering me. I've been getting allergy like symptoms (burning eyes feeling watery or dry with blurred vision). My prescription has not been changed and I have the same prescription in each eye. I was given a new set of lenses and no difference. I'm now wearing biofinity, also silicon-based, and still same problem. My question for you. Did you notice the problem after you started your new batch of lenses?" The complainant's profile was no longer available on the site. We are unable to send a message to this patient. Our firm posted a statement on the site requesting any poster who experienced an event with acuvue products to contact us and contact information was provided.

Manufacturer narrative:
This report is for the event in the right eye. The event for the left eye is captured in manufacturer report number 1033553-2013-00153. Information received from complainant was limited and suggested potential serious injury. The event is being reported as worst case. Based on all available information, no causal factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. : labeling stated device is approved for single use or reuse. Initial reporter (B)(6).